Manufacturer narrative:
Please see attached summary memo.

Event description:
·The doctor reported that the implant was removed due to loss of osseointegration approximately 1 year and 3 months after implant placement. The patient's x-ray was provided. Bone quality around the area was type iii, and oral hygiene around the implant was not reported. Local infection, bone resorption and peri-implantitis were observed during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.